Event description:
(B)(4). I also have dental problems that started in (B)(6), just one month after having essure implanted. I've had three cavities, my gums bleed simply when I press my tongue in the back of my teeth, my gums are receding and there are gaps forming between my teeth. I had very healthy teeth prior to getting essure implants.

Event description:
(B)(4). Since having the essure coils implanted on (B)(6) 2015 I have had bloating, constipation alternating with diarrhea, my period every four days lasting from 4-8 days, more frequent and severe headaches, nausea especially in the morning and before bed, fatigue, emotional tumult, and stabbing abdominal pain especially on the right side.

Event description:
(B)(4). On (B)(6) 2016 I had a bilateral salpingectomy and supracervical hysterectomy to remove essure due to the chronic abdominal and systemic problems I'd developed in the eight months the implants were in my body. My surgeon noted that, upon removal, my uterus was red, inflamed and "angry". One week post op and all my symptoms from essure have disappeared or lessened, except the lactose intolerance I developed after the device was implanted.